Event description:
Foley cather was accidentally pulled and balloon migrated to the meatus. Balloon would not deflate using recommended method. Balloon needed to be punctured and was removed with blood urine noted.